Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that approximately 20 minutes after placement, leakage occurred at the thread of the catheter connection to the pressure sensor interface. As a result, the iab was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, a crack was found at the injection site of the iabc bifurcate for the central lumen. This crack allowed a leak to occur at the injection site of the central lumen. The root cause of how the crack occurred is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that approximately 20 minutes after placement, leakage occurred at the thread of the catheter connection to the pressure sensor interface. As a result, the iab was replaced. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.